Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) received an inappropriate shock. A sinus rhythm was initially detected in the monitor only zone, but accelerated into the vt zone and shock therapy was delivered because no detection enhancements were available.

Manufacturer narrative:
The device was reprogrammed to remove the monitor only zone. No adverse patient effects were reported. The device remains in service.